Event description:
During a follow up phone call, the customer stated that there were discrepancies between the sensor glucose values and the blood glucose values. The sensor glucose was between 60 mg/dl and 65 mg/dl, but the blood glucose was between 85 mg/dl and 90 mg/dl. The customer mentioned that the low readings often occurred at night. Also, they noted that they occasionally they lay on the sensor. The customer stated that they calibrate the sensor five to six times a day. The customer also mentioned that once, the insulin pump did not alert low battery; there were no bars on the battery indicator and the insulin pump would not receive the customer's blood glucose that was sent from the meter. The customer replaced the battery at that time. The customer stated that by the time the battery warnings comes on, the radio frequency communication is already lost. The customer had to cancel the alarms multiple times, consecutively, before it would clear. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).